Event description:
It was reported that the pt described and photographed the symbol on her pt programmer which indicated that the device was in a shipping mode. The pt had come into the hospital to investigate further.

Manufacturer narrative:
(B)(4).